Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was post-operatively exhibiting high thresholds and was causing diaphragmatic stimulation to the patient. The lead was explanted and replaced. During the lead revision, the right ventricular (rv) lead dislodged and exhibited high thresholds. An attempt was made to reposition the lead but the helix would not extend. The rv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.